Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/26/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/09/2015 with the following findings: during investigation, there was visible rust/corrosion inside the battery compartment and on the battery cap. A leak test was performed and failed indicating a battery compartment leak. The battery compartment was observed to be cracked at the battery compartment threads above the bumper and at the case seal below the bumper. The pump was opened and there was no further evidence of moisture found internally. Additionally, the pump was unable to power up.